Event description:
It was reported that balloon rupture occurred. The patient presented with shunt failure and underwent percutaneous transluminal angioplasty. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified intravascular prosthesis. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured at the tip. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.